Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 50 mm diameter abdominal aortic aneurysm. It was reported that during the 30 day follow-up the physician stated that there was mural thrombus inside the graft main body and limbs. The physician stated the event was related to the procedure. The patient has not, and will not receive treatment. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4).